Event description:
It was reported that the bd phoenix¿ yeast ID misidentified the organism as candida tropicalis instead of candida auris. This occurred 25 separate times during use. Confirmatory testing was done on another instrument, which identified the correct organism. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "yid panels are given wrong identification like candida tropicalis instead of candida auris but on different instrument it has identified correct organsim."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ yeast ID misidentified the organism as candida tropicalis instead of candida auris. This occurred 25 separate times during use. Confirmatory testing was done on another instrument, which identified the correct organism. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "yid panels are given wrong identification like candida tropicalis instead of candida auris but on different instrument it has identified correct organsim."

Manufacturer narrative:
H.6# this complaint is not confirmed. This complaint is for misidentification of candida auris as candida tropicalis when using phoenix panel yid ((B)(4)) batch number 1201556. The customer did not return lab reports, panels, or isolates for investigation. Candida auris is not listed on either taxa list for the phoenix 100 or phoenix m50 instrument. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a mis-identification was assessed as s4.